Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 8840, product type: programmer, physician.

Event description:
Information was received from a healthcare professional regarding a patient who was receiving fentanyl at a concentration of 1000 mcg/ml with a daily dose of 60 mcg/day and bupivacaine at a concentration of 20 mg/ml with a daily dose of 60 mg/day via an implantable pump for non-malignant pain and degenerative disc disease/herniated disc pain. It was reported that during an appointment on (B)(6) 2017, it was discovered that a programming error occurred where the wrong drug concentration was programmed. In (B)(6) 2016, the pump was refilled with 1000 mcg/ml fentanyl and 20 mg/ml bupivacaine but the programming was not updated. This resulted in the concentrations being programmed as 2000 mcg/ml of fentanyl and 40 mg/ml with a dose of 120 mcg/day. It was discussed that the patient was actually receiving 60 mg/day of fentanyl and 1.2 mg/day of bupivacaine. The patient did not have any therapy issues, and the patient¿s managing physician planned to correct the programming. Troubleshooting resolved the event.